Event description:
It was reported that the patient underwent a posterior spinal surgery at l3-s1. It was reported that the screwdriver kept unscrewing and broke. There were no fragments of the driver remaining in the body. No patient complications associated with this event.

Manufacturer narrative:
Additional info: initial visual analysis does not reveal any failure. The tip of the drive is not broken, the threads at the end of the outer shaft are not stripped, the collar and pin on the inner shaft are still in place, and the teeth on the locking knob appear to still be in good condition. Functional test revealed that the driver would function properly. The cap could be un-screwed but is designed to come off for cleaning. During functional testing the cap did not loosen. At this point the failure could not be confirmed so no root cause could be determined.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.